Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since no device malfunction was confirmed during evaluation, the definitive root cause of the image issue could not be determined. It is possible that the picture defect occurred temporarily due to some factors such as poor communication with the scope caused by the status that the video connector is not sufficiently dry and the effect that foreign matter has adhered to the electric contact. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. E1/full address: (B)(6).

Event description:
It was reported the video system center screen turned black during inspection. There were no reports of patient harm.